Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was used to administer one countershock. A second countershock was attempted but the device allegedly failed to complete charging to the selected energy. A backup device was made available & used. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the immediate availability & use of a backup device & an assessment of the pt's condition.